Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the new door assemblies on pump modules have developed gaps between the keypad and door. These new door assemblies were installed on the devices on (B)(6) 2020 and (B)(6) 2021. The issue was discovered during repair under service request for unrelated issues and there was no patient involvement.